Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a gastrointestinal bleed during impella 5.5 support. Heparin was put on hold and over six units of blood were given to the patient. Support was continued uninterrupted.